Event description:
During an anterior resection procedure, the device was closed, fired and the bowel was resected. Several staples did not form properly. Surgeon oversewed staple line to prevent leakage. There was no patient consequence.